Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the user interface module (uim) has black screen and unresponsive. The customer reported patient involvement but they switched the ventilator out to another one and there is no allegation of patient injury/harm.

Manufacturer narrative:
Failure analysis: received uim assembly. Inspected the uim externally, noticed missing power cable assembly. Installed uim on to avea test station and attempted to power uim in to user mode but failed. The screen was black and led¿s would light up along with an audible alarm. Continued by re-uploading the bootloader using the (B)(4) avea uim software installation fixture and installing software version 4.6b, the uim successfully powered on in to user mode operating properly. Root cause: I was able to duplicate and isolate the reported problem to a corrupted bootloader. This is a known issue with software application.